Manufacturer narrative:
Initial reporter: nilleville / sbo st cloud. Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights - powerled 700. It was stated the upper white cover of the dome was broken. Photographic evidence confirmed that issue and also indicated that some particles where missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of h4 manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous h4 manufacture date: 2019-07-10 corrected h4 manufacture date: 2019-07-11 previous h3a device evaluated by manufacturer: no corrected h3a device evaluated by manufacturer: yes previous h3b device not eval provide code: other corrected h3b device not eval provide code: n/a previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a getinge became aware of an issue with one of surgical lights ¿ pwdii700df v k3 aim cl. It was discovered that the upper white cover of the dome was broken. Photographic evidence confirmed that issue and indicated that some particles were missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination or serious injury. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to the event. The claimed device was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. According to subject matter expert knowledge, the upper cover broke due to a collision. Getinge shall continue to monitor any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).